Event description:
It was reported that the patient experienced a return of symptoms; a return of pain. The patient did not experience withdrawal. Patient is being supplemented with oral medications. An alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred. Safe state occurred. Reset occurred - low battery. The patient was sitting at home using their ipad when the alarm started. The pump was replaced. Regarding patient outcome it was noted "I would assume ok". The pump was delivering morphine.

Manufacturer narrative:
Accessory kit model# 8709 serial# (B)(4) implanted: (B)(6) 2010 explanted: unk...catheter model# 8598a lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:unk..dacron pouch model# 8590-1 lot# n238372 implanted: (B)(6) 2010 explanted:unk...catheter model# 8578 serial# (B)(4) implanted: (B)(6) 2010 explanted:unk.. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor feedthru anomaly.